Manufacturer narrative:
A labeling review of the directions for use was performed and did not reveal any evidence of device off-label use or failure to follow instructions. Analysis of the returned fiber revealed that the fiber did not exhibit signs of usage. The fiber was broken within the white tubing at 1 foot and 3.5 inches away from connector, between input connector and control knob. The fiber was tested with a hene laser fixture and aiming beam was visible at the location of break. The outer sheath exhibited no signs of melting. Based on review of all the information available, the exact cause that contributed to the observed white tubing break could not be determined. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was defective. No additional event information was reported. The fiber was returned and analysis found the fiber to be broken within the white tubing.